Event description:
The manufacturer received information alleging ventilator service required message. There was no harm or injury reported. Philips field service engineer (fse) made onsite visit to evaluate device and confirmed a pressure sensor mismatch error. Fse replaced the flow sensor and 3 solenoid valve but determined that additional parts were required. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required message. There was no harm or injury reported. Philips field service engineer (fse) made on-site visit to evaluate device and confirmed a pressure sensor mismatch error. Fse replaced the flow sensor and 3 solenoid valve but determined that additional parts were required. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.